Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicates the right ventricular (rv) lead was surgically abandoned and this device was explanted at a device replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted holes in the ra-, rv-, and rv+ seal plugs with body fluid contamination in the lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and the pacemaker exhibited high out of range (oor) pacing impedance of greater than 2500 ohms. In unipolar, pacing impedance was also high out of range of 2,300 ohms; threshold was stable. The patient is dependent and has no r-wave. Additional information was received that the cause was not determined and the patient has no r wave above the lowest programmable limit, but could not say that the patient has no escape rhythm. The physician planned to continue to follow the patient. At this time, the rv lead and pacemaker remain in service. No adverse patient effects were reported.